Event description:
It was reported that the pump beeped and displayed a message asking if the customer wanted to resume insulin delivery. The customer was unaware that insulin delivery had stopped. The customer resumed insulin delivery successfully. There was no reported impact to the customer's blood glucose level. The customer declined any further troubleshooting to determine why insulin had stopped.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.